Event description:
Primary stability not achieved, no thread tap used, inadequate bone quality/quantity, mobility. Tearing out of the buccal bone lamella and loss of primary stability in two different implant types. (B)(6) are the same patient.